Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a perclose proglide device after a left heart catheterization diagnostic procedure. Reportedly, an anterior cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for evaluation. The anterior cuff miss was confirmed. The visual inspection and performance verification done did not detect a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence of a product deficiency.